Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a patient presented with possible diaphragmatic stimulation and potential loss of capture on the right atrial (ra) and right ventricular (rv) leads. It was also noted there was diminished sensing and high thresholds on the ra lead. In addition there was a high rv lead thresholds. It was confirmed through x-ray that the leads had dislodged due to suspected twiddlers syndrome. The leads were re positioned and remain in use. No further patient complications have been reported as a result of this event.